Event description:
It was reported that the pt was experiencing pain. The surgeon stated that an MRI revealed a pseudo tumor and elevated cocr levels at almost 9. The doctor will not release any further info.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 34mm, cat #nlv-3408006, lot #32987701; primary tritanium hemi cluster hole cup 54mm, cat #502-03-54e, lot #mjtrt8; trident 0? X3 insert 36mm ID, cat #623-00-36e, lot #mjtyyp; delta v-40 ceramic head 36/+2,5, cat #6570-0-536, lot #35552401; 6.5 cancellous bone screw 25mm, cat #2030-6524-1, lot #mjt4a3; 6.5 cancellous bone screw 30mm, cat #2030-6530-1, lot #mjrxj4; 6.5 cancellous bone screw 35mm, cat #2030-6535-1, lot #mjpy8j; delta v-40 ceramic head 36/+2,5, cat #6570-0-536, lot #35552401. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device was retained by the doctor and was not returned to the MFR. Info received indicated that the doctor will not release any further info. Should additional info become available, the evaluation summary will be submitted in a supplemental report.